Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, surgeon was not able to squeeze the handle for all the reported reloads. The surgeon was not able to press the green button on one reload. The device was not able to fire. The surgeon used another reload to resolve the issue. There was no patient injury.